Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the rotation knob was so hard to move that they couldn't move it at all; it seemed like it was glued. Another like device was used to complete the procedure. Surgery was delayed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l90k0j. The device was returned with tissue pad detached but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 generator and the device did activate during functional testing. The device was mechanically tested and no anomalies were noted with the rotation knob. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. No incident related to the reported event was observed during the batch record review.